Event description:
The customer received questionable ise indirect gen.2 results from the cobas 6000 c (501) module for two patient samples. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial sodium result was 115 mmol/l and chloride result was 125 mmol/l which were released outside the laboratory. The sample was repeated on the another cobas c501 module and the sodium result was 136 mmol/l and chloride result was 100 mmol/l. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The customer stated calibration and qc results were within specifications. The field service representative found a cracked chassis on the syringe assembly. He replaced the syringe assembly and cleaned the ise bath. The system passed precision testing, mechanism checks, and diagnostic checks with results within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.